Event description:
It was reported that a patient experienced bacterial peritonitis and septic shock and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. The cause of the septic shock was not reported. Treatment for the septic shock was not reported. The cause of death was reported to be bacterial peritonitis and septic shock in addition to two other unrelated events. The patient was hospitalized two days prior to death for an unrelated event and was hospitalized at the time of death. The patient was not recovered from the peritonitis event or septic shock event prior to death. An autopsy was not performed. Peritoneal dialysis therapy was ongoing up until two days prior to death, and it was unknown if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4) on an unknown date, the patient experienced peritonitis and septic shock. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.